Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the unit shut down on its own before a cataract procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The fuse box was realigned to address the issue, as it was in the wrong position. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 26, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was attributed to a fuse box which was not properly seated. How or why this occurred cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).